Event description:
It was reported the video system center had a loose connection causing no image when attempting to connect to any scope. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, it is presumed that the cause is poor contact due to wear of the locking lever and pins of the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.